Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been requested on 09/28/2011 and 10/05/2011 by phone, fax. And mail.

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He stated the iol seems to be 20 to 30 degrees off axis at this time. In a f/u, the technician reported the iol was rotated and the event resolved.